Event description:
Procedure: donor nephrectomy. According to the reporter: the bag tore while taking out the donor kidney. There was no unanticipated tissue loss. There was no unanticipated blood loss over 500 cc. The surgical time was delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4).